Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that there were creases down the center of the lens. The iol was explanted during initial procedure. Additional information has been requested, received and stated there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Intraocular lens (iol) returned in two pieces adhered to the periphery of lens case lid, along with lens case base. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned, the other haptic is intact. The optic is torn/split-cut dividing the iol in two with numerous light scratches across the surface-rejectable. These scratches could be interpreted as the reported "creases". We are unable to determine the root cause for the reported complaint. The returned iol has solution "creases down the center of the lens". The product was subject to handling as the reported complaint was highlighted post implantation. The observed damage (torn/split-cut into two pieces) is consistent with lens having been explanted. All iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed scratches would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).